Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for all targets. A new sample from the same patient was retested on the same day on a different cobas liat which yielded a positive result for sars-cov-2 and negative results for influenza a and influenza b. No harm was alleged. It is unknown which result was released. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the sample having a low viral load where results are known to waiver on repeat testing and the time delay for repeat testing where samples were not stored adequately. Facility name truncated due to character limit: (B)(6).